Event description:
Ous MDR: the physician complains that the time running in eri is too short.

Manufacturer narrative:
Ous MDR: the ICD first underwent a status interrogation, which confirmed the battery depletion. The ICD had been implanted for 23 months, and 27 charge processes had been documented. The ICD was opened. The visual examination of the internal structure did not show any anomalies. The battery proved to be discharged. The current uptake of the electronic module was checked and proved to be normal. There were no indications of an electronic defect. The battery was sent to the battery manufacturer for analysis. The analysis first determined the self-discharge of the battery was found, which has contributed to the short operation time complained about. The battery was opened. An internal insulation was identified as the cause of the increased self-discharge. This is not a systematic device behavior. In summary, the battery depletion due to an increased self-discharge was confirmed.